Event description:
The customer reported, the screen flickers and jumps, and images are grainy. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the high voltage cable. System operates as intended. (B) (4).